Event description:
Customer reported that two infants on tpn had elevated calcium levels on the same day in 2001. The two bags involved were taken to the hospital's clinical chemistry lab for analysis and reportedly the calcium level was higher than the prescribed level. The compounder will be sent to product services for eval. The bags were discarded, so no further testing was possible. The elevated serum calcium levels were discovered as a result of routine blood draws, not because the pts displayed any signs of hypercalcemia. The only action was to replace the tpn with tpn not containing calcium. The calcium levels decreased as a result and there appear to be no sequelae.